Event description:
A laser operator reports during surgery on a pt's right eye, the system displayed an error message and locked up at 81% completion. The system was rebooted, the procedure repeated on a pmma disk but got the same error message at 79% and the system locked up again. The pt went home with 81% of the treatment completed on the right eye. The pt was a very high correction and may be undercorrected. Add'l info has been requested.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) was unable to duplicate the error message, but was able to verify the error in the system's log file. To address this issue, the tm replaced the shutter-1 (rv-ii) with the upgraded shutter rev-IV type. Also, the tm found that the ceramic shutter was broken, replaced the blade with a new ceramic shutter blade (blade only) and successfully completed the system verification. Review of the complaint history found 2 add'l reports for laser not firing shutter issue, h-under correction, on another laser system within the product family. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. A root cause has not been identified, a returned sample is pending. (B)(4).